Event description:
During an implantation procedure, the programmer screen froze. Pacing support was interrupted for a few seconds while the programmer was rebooted. The patient is reported as doing well.

Manufacturer narrative:
Upon receipt, the programmer and monitoring device including the programming head and psa module was inspected. Based on the programmer internal log-file the clinical observation was tracked. A reboot of the device and a subsequently restore of the psa module setup was documented. The programmer was investigated in an extensive stress test of all components, no deviation was found. In a next step the analysis was focused on the psa module. During mechanical stress tests pacing interruptions could be measured. After repair the psa module passes the final acceptance test successfully.